Event description:
It was reported that the implantable neurostimulator was 'working fine' up until implantable cardiac defibrillator (ICD) implant. The pt was told it would be fine to have both devices. The ICD was implanted on the same (left) side as the existing implantable neurostimulator. The implantable neurostimulator was on prior to surgery. It is unknown whether the device was then turned off pre-surgery. The defibrillator was tested with a 35 joule shock. Afterwards, the pt experienced a loss of stimulation sensation and a loss of therapeutic effect. The manufacturer's representative reported that there were telemetry issues. The pain management hcp believed the pt needed an implantable neurostimulator and wanted the affected device replaced. The pt was unable to have a new device implanted because the cardiac hcp thinks the pt was too weak to undergo another surgery. The pt was at home. At last notification, nothing had been changed or replaced with the pt. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.